Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient had a blood glucose of 33 mg/dl. No further information was provided. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the indication that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2014 with the following findings: there was no pump data from the time of the event due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.